Manufacturer narrative:
The following items were sent by the customer for investigation: one used list # ch-14, chemoclave® vented bag spike; lot # unknown, one used list # unknown, 0.9% nacl 500ml semi-rigid bottle; lot #unknown. Unknown chemotherapy drug solution residuals were observed in the used list # ch-14 device and the used mating device. As received by the manufacturer, the returned device was inserted into a semi-rigid IV bottle chemotherapy. The side port filter showed evidence that the filter vent had been wetted out during use. This type of filter compromise can result in erratic flow and leakage. The filter vents did not have any visual holes, tears, or other damage that would have been related to assembly or manufacturing. The probable cause of the observed erratic filter vent performance and being wetted out is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. A DHR lot # review could not be conducted because a lot number was not identified. Additional contact: (B)(6). Product specialist distributor: evermedical co., ltd. Phone #: (B)(6). Email: (B)(6).

Event description:
The event involved a chemoclave® vented bag spike. The customer reported that the device's air vent did not function and it could not infuse smoothly when used with a pp bottle of chemotherapy. There was no bleed back observed. Although there was patient involvement, there was no delay in critical therapy and no harm reported. As received by the manufacturer, the returned device was inserted into a semi-rigid IV bottle chemotherapy. The side port filter showed evidence that the filter vent had been wetted out during use. This type of filter compromise can result in erratic flow and leakage. This report reflects the eighth of eleven reports.